Manufacturer narrative:
Additional initial reporter name: (B)(6). Patient height: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer noticed breaks in the arterial pressure (ap) waveform image displayed on the console. The customer disconnected the fiber optic cable and connected the fluid-filled transduced lumen, but this did not result in a normal waveform. The reported breaks in the ap waveform were not the typical static line seen on the electrocardiogram (ECG), ap, and balloon waveform as the console reports the next cycle. They only appeared on the ap waveform and could be seen as 2-3 breaks in a 6-second timespan. The customer was then advised to connect the console to several different ac outlets to rule out ac interference. This did not resolve the issue. The console was swapped out with a different one, but this also did not resolve the issue. They then connected the fiber optic ap to one console and the transduced ap to another, but both resulted in the abnormal ap image. There was no harm to the patient and no adverse event was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. Photos were provided and reviewed. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period may-19 to jun-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
N/a.